Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 20 mg/dl. The patient had a seizure and lost consciousness, while driving and broke their back. For treatment, the patient was given glucagon, dilaudid, morphine, and 10 mg of oxycodone. The pod was worn between 36 and 48 hours on the leg. The patient was discharged after 9 days and the pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.